Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. It was stated that the doctor was not sure what caused her high blood glucose. Troubleshooting was performed. Settings and history in the insulin pump are fine. Insulin exited during a fixed prime test and the high-pressure test passed.